Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the device's downloaded error log. The device's system board was replaced to address the issue. Physical damage, consistent with the device being dropped, was observed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.